Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 330 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient reports the pod being worn was applied as a replacement due to a previously reported pod in which the cannula had become dislodged. The patient reports their blood glucose level was starting to return to normal but as they were unable to hold any food down they had gone to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as potassium. The patient was prescribed promethazine (25 mg). The patient reports they were at the hospital for 4 hours.